Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as a fungal infection in the abdomen. On unreported dates, the patient was hospitalized and the patient began treatment for the event (no further detail). It was reported that pd therapy was withdrawn during the treatment. At the time of this report, the patient was not recovered from the peritonitis event. No further detail was provided regarding the status of pd therapy. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.